Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. Additional information was requested and the following was obtained: what part(s) fell off? --white tissue pad did the blade tip break off?--no. Was it the white tissue pad? --yes if yes, is the white tissue pad completely missing from the device?--it was partially missing. E1, h1 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during an unknown procedure, when the nurse used the ultrasound knife, the nurse found that the parts fell off. Changed to another device to complete surgery.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue?: no. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what part(s) fell off?, did the blade tip break off?, was it the white tissue pad?, if yes, is the white tissue pad completely missing from the device? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.